Manufacturer narrative:
(B)(4). The software data logs were received by the manufacture on 17-sep-2015 for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) was not detected and a question mark (?) Appeared on air sensor icon in a perfusion screen. The issue was not solved by rebooting the unit several times. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Data log analysis shows that on (B)(6) 2015 the system was powered up, and the air bubble detector (abd) was rebooting over and over. Diligence is ongoing for part return.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) found capacitor c3 on the application board to be physically damaged on the air bubble detect (abd) module. Tye abd module operated with no failure occurring; the air sensor was detected and no question mark (?) Appeared on the central control monitor (ccm). The pst placed the abd module into cold soak with no failures noted and then into heat soak with no failures noted. In this case, the malfunctioning capacitor drew the module¿s power too low to operate as intended, resulting in multiple boot up attempts then shut downs. The module was able to log 8 volts direct current (vdc) power supply errors. The capacitor¿s role in circuit is to help condition the source voltage for the 8 vdc channel, which powers the ultrasonic air sensor (uas). As the excess current destroys the capacitor (short circuit), the resulting thermal event eventually burns the capacitor out, resulting in an open circuit condition. While the module may operate as intended with the capacitor open-circuited, the 8 vdc channel would have limited voltage regulation, and be more susceptible to power fluctuations. The module logs support this chain of events, as the rebooting and log entries were noted, but later in the day the module operated as intended. The early issues were during the short-circuit phase of the failure, then once the capacitor blew (open circuited), it operated without observable malfunction. There were no issues noted with the ultrasonic air sensor or cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.